Event description:
It was reported that, during use, the balloon of a swan ganz pulmonary artery catheter, did not deflate. It did inflate, but not deflate. They pulled back air and then the syringe pushed forward. There was no blood noted in the syringe. The information received was that it was difficult to maintain the balloon with 1.5cc of air to wedge inside the patient. Additional information requested from the facility, but no reply has been received. Patient demographics requested; no response received. There was no patient injury.

Manufacturer narrative:
The device has been requested to be returned for evaluation but has not arrived yet. The model and lot number has been requested but has not been provided. Once the device has been received and evaluated and the results are available, a supplemental report will be submitted with the information. The device history record review has not been performed as the lot number is not available yet. Additional product codes dqe catheter, oximeter, fiber optic; dqo catheter, intravascular, diagnostic.

Manufacturer narrative:
The swan ganz catheter was returned for product evaluation. The reported issue that the balloon would not deflate was unable to be confirmed. The product received was inspected and it was found that the balloon had a tear approximately 0.06 inches in length at the distal end of the proximal balloon bond. The latex edges appeared to match up at the torn location. The inflation lumen was patent. All through lumens were patent without any leakage or occlusion. A visual inspection found no visible damage from the catheter body, gate valve or returned syringe. Based on the available information, there is no evidence that supports or confirms the failure mode is associated with a manufacturing or design defect. It is not known if any procedural factors may have contributed to the event. As part of the manufacturing process 100 percent of the units go through an electrical inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.